Manufacturer narrative:
(B)(4).

Event description:
This rv lead's suture sleeve was poking out towards the skin which was bothering the patient. The suture sleeve was removed which resolved the issue. This lead remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.